Manufacturer narrative:
The pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was monitored for 24 hours and no missing segment and or partial display anomaly noted. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment was broken. The customer states they had blood glucose level of about 450mg/dl. The customer treated highs with insulin pen. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.